Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2018, and the contents of the anti-a well in question appeared with visually weakly positive agglutination. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpected abo mistype, when tested on a galileo echo instrument.